Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a foreign object inside package during procedure. It looks like hair mixed into the package of a collaplug (10102p). There was no delay in the procedure. There was no medical intervention required. The procedure was completed with a replacement product available.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the collaplug (ID 0102p) was returned for evaluation. Device history record (DHR) - the product code (0102p) with lot 7025370 was reviewed, and no anomaly was found that could have caused and/or be related to the reported condition. The fg lot met all manufacturing and testing requirements as defined in the specified procedures. No quality event was issued for the reported fg lot. Failure analysis - the complaint unit was received for evaluation. The reported catalog and lot number were confirmed based on the information printed on the tyvek lids. The unit was visually inspected, and a fiber was observed inside the package. Therefore, the reported condition was confirmed. One (1) box of ten units of retain samples was inspected. Dispenser box is in good condition. All ten trays are in good condition including the sealing area. No foreign matter was observed in any of the ten sterile packages visually inspected. Root cause analysis - the root cause of the fiber is unknown, but it cannot rule out a relationship with the manufacturing and packaging processes of the product at integra site since the complaint unit was completely sealed. There are currently controls in place to identify any foreign material including fibers and hair during the manufacturing and packaging process. The procedures establish that fiber or hair may not be present in any size on the product or inside the inner tray. An awareness training was provided to manufacturing and quality personnel to discuss the complaint and emphasizes the importance of following the established procedures.

Event description:
N/a